Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that a vns pt recently underwent prophylactic generator revision surgery, though the specifics of what prompted this decision is unk. Pt programming history was reviewed and revealed that battery voltage following 7.761% battery consumption was measured to be 2.774v just over a year after implant. This measured voltage is unexpected based on pt therapy settings (1.75/20/250/30/3), implant duration ((B)(6) 2008 ¿ (B)(6) 2009) at the time and battery consumption. Additionally, this voltage level appears to have been relatively maintained (2.780v) and within the ifi voltage range (2.6v to 2.8v) up to the last date of available programming history ((B)(6) 2011, 2.0/20/250/30/3.0) which is unexpected at these voltage levels. A review of the generator¿s device history record (DHR) revealed that the voltage measurement calibration test or ¿trim diagvbat¿ value was near the lower end of the specification (2.27v, tolerance 2.25v to 2.75v). ¿trim diagvbat¿ is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Add¿l investigation has identified that the cause of this unexpected behavior (e.g. Extended performance at voltages representative of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator. Due to the presence of a mfg test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery. Good faith attempts for add¿l info and product return are in progress.